Manufacturer narrative:
H6: device code 2017: failure to follow steps / instructions. The device was returned and investigated. The returned device analysis confirmed the reported product quality problem (gripper not looking symmetric) and the gripper actuation issue as one of the gripper arms could not be lowered and both gripper arms could not be raised. It was noted that gripper arm cover was caught on the harness. Additionally, the gripper cover was pinched. Furthermore, the suture knots were not present. However, the reported clip inability to close and difficult to remove the clip delivery system (cds) could not be confirmed. The discrepancy between what was reported (clip unable to close and difficult to remove) and what was observed (no issues with closing the clip and removing the cds from steerable guide catheter [sgc]) was likely due to varying amounts of tension felt by the device during the procedure versus the returned product analysis and user technique/procedural circumstances. The reported positioning failure and improper or incorrect procedure or method could not be replicated in a testing environment as these were related to procedural conditions/operational/user (error). The reported physical resistance / sticking with the gripper line could not be replicated in a testing environment as the gripper line was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. The user error was associated with curving the sleeve greater than 90 degrees. It should be noted that the mitraclip system instructions for use IFU), warns ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury.¿ in this case, it is not definitively confirmed whether the user error of curving the sleeve greater than 90 degrees led to the clip closing issue. Based on the information provided and the results of the device analysis a cause for the reported inability to close the clip could not be determined. The reported difficult to remove the cds from the sgc due to the clip becoming caught on the steerable guide catheter soft tip was due to the procedural circumstances of clip not being able to fully close. The gripper actuation issue associated with lowering and raising the grippers, positioning failure, product quality problem, resistance with the gripper line and the observed pinched gripper cover are the result of the observed missing suture knots and the gripper cover being caught on the harness and appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.na.

Event description:
Subsequent to the initially filed report, the following information was received: the cds was curved approximately 100 degrees during positioning. An attempt was made to test removability of the gripper line to confirm the gripper line was not blocking the clip arms. However, resistance was felt after the gripper line was retracted 20cm. The clip was not implanted and the cds was retracted but got caught on the sgc soft tip. The sgc soft tip was damaged. Both devices were removed. Once the cds was outside of the anatomy, it was observed that the gripper arms did not look symmetric with the clip arms. When the clip was out, the physician closed the clip arm by hand, a "click" sound was heard and then the clip arm managed to be fully closed. At each sequence to open to close, the clip arm looked slightly blocked at 45 degree and managed to fully close. It cannot be determined if the clip damage occurred during movement of the cds during straddling or during removal of the cds. The gripper line was able to be removed after the device was outside of the anatomy. A new sgc was used and two clips were implanted without issue, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch. Report number.

Event description:
This is filed to report difficult removal of the mitraclip delivery system (cds). It was reported the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The steerable guide catheter (sgc) and mitraclip delivery system (cds) were advanced. During the straddling step, the user did a check by moving the cds to confirm the distance of the atrium lateral wall. Grasping the leaflets was challenging and during grasping attempts the grippers arms stayed in the down position, independently of the gripper lever position. Additionally, the clip did not fully close further than 45 degrees. The clip was not implanted and the cds was retracted but got caught on the sgc soft tip. The sgc soft tip was damaged. Both devices were removed. Once the cds was outside of the anatomy, it was observed that the gripper arms did not look symmetric with the clip arms. When the clip was out, the physician closed the clip arm by hand, a "click" sound was heard and then the clip arm managed to be fully closed. At each sequence to open to close, the clip arm looked slightly blocked at 45 degree and managed to close finally. It cannot be determined if the clip damage occurred during movement of the cds during straddling or during removal of the cds. A new sgc was used and two clips were implanted without issue, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.